Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from a non-vitros biorad quality control (qc) fluid and patient samples when tested on two different vitros 5600 integrated system in conjunction with a vitros ipth reagent. Biorad level 1 lot 64990 results of 28.51, 28.74, 28.87, 28.70, 29.17 and 28.72 pg/ml versus the expected result of 21.89 pg/ml patient sample (B)(6) result of 226.9 pg/ml versus the expected result of 142.2 pg/ml patient sample (B)(6) result of 24.91 pg/ml versus the expected result of 19.1 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros ipth results were obtained from a biorad qc fluid and when performing a patient sample correlation exercise and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from a non-vitros biorad quality control (qc) fluid and patient samples when tested on two different vitros 5600 integrated system in conjunction with a vitros ipth reagent. A definitive assignable cause for the higher than expected vitros results could not be determined. Based on limited biorad quality control results, a vitros ipth lot 2000 reagent issue cannot be completely ruled out as a contributor to the event. However, when using the vitros ipth qc fluids on both instruments, acceptable accuracy was obtained. Therefore, an unknown issue with the biorad specialty immunoassay quality control (qc) fluids, lot 64990 cannot be ruled out as contributing to this event. Additionally, there are also no indications of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, the customer did not perform a within run precision test at the time of the event to definitively rule out an instrument issue. Furthermore, the age and storage of the patient samples used in the correlation testing performed by the customer cannot be ruled out as possibly contributing to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 2000.